Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported problem (image was not present) was failure of the video connector due to a bent pin, resulting in communication failure between the endoscope and the device reference in this report.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bent pin was found inside the scope socket connector, causing image problems when tested with the olympus, model otv-s7 camera head and olympus, model ltf-v3, visera laparo-thoraco videoscope. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when an olympus, model otv-s7h, camera was connected to the subject device, an image was not present. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.